Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed on (B)(6) 2010 and performed to specification up to (B)(6) 2013. Multiple manual power ups some of ten minutes duration were observed in the device memory between (B)(6) 2013 and the last log entry on (B)(6) 2016. During this time the pad-pak became depleted and further pad-paks were installed. Investigation the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted.